Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind and error alarms at the alarm history file due to motor encoder signal out of phase. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor position encoder error alarm on the insulin pump. Customer's blood glucose level was 180 mg/dl. Troubleshooting for the motor error was performed. Customer advised they had an MRI done while wearing the insulin pump and the device was exposed to a strong magnetic field. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.